Event description:
It was reported the patient experienced a lack of adequate stimulation parasthesia in the left anterior, left lateral leg and, adverse stimulation to the right abdomen. The patient underwent a lead revision. The patient recovered without sequela with return of complete stimulation paresthesia of the left leg and left buttock.